Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead capture threshold was higher than the programmed output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was intermittently capturing and causing intermittent diaphragmatic stimulation for the patient. Reprogramming was performed which alleviated the stimulation and regained capture. The lead remains in use. No further patient complications have been reported as a result of this event.